Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: user reports air in line during use. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample in original packaging was provided for evaluation. The sample was visually evaluated, and no defects were observed. Thereafter, the sample was luer tested and no failure at both side of the arterial line and the venous line was observed. The sample was subjected to functional leakage test, following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water and no leakage was observed. Based on the investigation findings, the sample met internal specification; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, five (5) retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.